Manufacturer narrative:
Additional information: this emdr is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint code: foreign matter within product, sterile products (e.g. Metal contamination in dressings, particulates within fluids, gels etc). Region: taiwan. Product / system application product (sap): 1708335 ¿ aquacel ag+ extra 20x30cm (1x5pk) ster eur. Lot: 5a00623. Date of manufacture: 06 jan 2025. Sterilisation: steris 2163-9545a 11 jan 2025 and 2163-9578a 12 jan 2025. Batch size: (B)(4) secondary packs (B)(4) primary units). This complaint has been evaluated as type 2 case. Complaint foreign matter within product, sterile products (e.g. Metal contamination in dressings, particulates within fluids, gels etc). This complaint was received from taiwan reporting red marks on dressing of aquacel ag+ extra 20x30cm (1x5pk) ster eur, material: 1708335, batch: 5a00623. The lot was manufactured on 06 jan 2025 and sterilized under steris 2163-9545a 11 jan 2025 and 2163-9578a 12 jan 2025. Batch size: (B)(4) secondary packs (B)(4) primary). Complaint states: received complaint from retailer and end user about customer found the product dirty upon opening it. Two photographs provided and confirm the red mark contamination in primary pack. No physical sample was received. The complaint was confirmed from the photographic evidence provided . No physical sample was returned to convatec. However, one image clearly show that the aquacel ag+ extra dressing has been tampered with post-manufacture: the dressing has been removed from its primary sterile packaging, and a partial longitudinal cut was visible along the central length of the material. This damage was inconsistent with the product as manufactured and indicates post-manufacture handling or alteration by the end user. Due to this tampering and the dressing being cut, the integrity of the primary pack has been compromised, meaning the reported red mark cannot be attributed to deeside manufacturing or packaging processes. The evidence strongly suggests that the mark occurred after the dressing was opened and manipulated at the point of use. A full batch record review was completed for lot: 5a00623. All in-process checks, quality control (qc) inspections, and final release activities were acceptable. No equipment-related or contamination-related issues were recorded. Good manufacturing practice (gmp) compliance records confirm appropriate gowning, environmental monitoring, and procedural adherence during the production period. Non-conformance raised: operator had found a sachet (aquacel extra 5x5cm (1x10pk) ster nai - batch: 5a00622) jammed on the belt while performing checkweigher challenge line was currently producing shipper 277 for batch: 5a00623. Line stopped it was decided that line clearance should be reperformed by days and recorded on pqd 247. This was observed by both quality specialist and process owner to ensure all areas were re-inspected and line restarted. - investigation identified that standard operating procedure (sop) line clearance and material verification was not followed. The cause of the non-conformance finding was 'man' omission errors. Operators were completing multiple tasks on the changeover and did not complete the line clearance correctly. Not related to the complaint raised under record in database one additional complaint record in database raised for batch: 5a00623: thin and shedding dressing ¿ this was caused due to an unmarked splice on the fibre material which¿ found in taiwan. This was not related to this complaint. Any similar complaints (same product/different lot) zero in the last 12 months for material code: 1708335. Family aquacel ag+ extra: no other complaints regarding red marks on dressing the current complaint was the only complaint associated with its specific lot. The acceptable quality level (aql) for contamination per procedure (pd) was accept at 3 reject at 4 with 315 samples. Total stock exsuarsted from dcs ¿ no other complaints received ¿ therefore no excursion of acceptable quality level (aql). At manufacture, lot: a500623 met inspection acceptance criteria. Post-distribution, one affected units have been reported from (B)(4) secondary packs (B)(4) primary) distributed units. This equates to a rate below the (B)(4) acceptable quality level (aql) threshold across the full batch size and does not constitute an acceptable quality level (aql) excursion. Root-cause analysis: based on the photographic evidence provided, the reported defect cannot be attributed to deeside manufacturing or packaging processes. The dressing shown in the complaint image has been tampered with post-manufacture, as evidenced by a visible longitudinal cut along the centre of the aquacel ag+ extra dressing and clear removal of the product from the primary sterile pack. This damage was not consistent with the dressing¿s manufactured condition and could only occur following end-user handling. The integrity of the sterile primary pack has therefore been compromised after distribution. Once opened and cut, the dressing is no longer protected from external contamination. As a result, the red mark observed in the photograph cannot be linked to manufacturing, environmental conditions, operator handling, or in-process controls at deeside. The adulteration of the product provides a credible mechanism for the introduction of foreign matter at the point of use, including contamination transferred during or after the dressing was cut. A full batch record review confirmed no deviations, no contamination-related non-conformance's, and full compliance to all qc, in-process, and environmental checks for lot: 5a00623. No similar complaints have been reported for this batch or product family, and no acceptable quality level (aql) excursions were identified. Therefore, the most probable root cause was: post-manufacture end-user tampering and alteration of the dressing, leading to loss of sterile barrier integrity and introduction of the reported red mark contamination. The defect did not originate from convatec deeside manufacturing. With only one units affected, the batch remains within specification and acceptable quality limits. The issue was considered isolated, with no systemic recurrence identified. No corrective action / preventive actions (CAPA) was required. The complaint will be monitored through routine trending and the post market product monitoring review process (standard operating procedure (sop). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 1000317571.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: complainant street address: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 1049092. Manufacturing site: 1000317571.

Event description:
It was reported by the retailer that a customer found the product (dressing) was dirty upon opening it. The product was not used. Photographs depicting the issue were received from the complainant.